Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received. It was also recommended to the customer to check the system data release settings regarding flagged results outside the measuring range of the assay.

Manufacturer narrative:
Unique device identifier (UDI)#: (B)(4).

Event description:
The customer received low results for ldhi2 lactate dehydrogenase acc. To ifcc ver.2, along with alarm messages, for one patient sample on the cobas 8000 c 502 module, serial number (B)(4). The initial result was 2 u/l. A laboratory technician on second shift then noted the low result and ran the sample again. The result was 336 u/l. Both results were reported outside the laboratory. No adverse event was reported for the patient. The ldh reagent lot number provided was 164591. The customer performed calibration and qc before and after the sample analysis, and the results were within specification. The customer stated that the analyzer produced sample probe up/down alarms which occurred during sample probe up/down motor descent operation. Customer stated that the sample probe descended into the gel within the tube. The customer changed the probe, executed a mechanism check, and performed an instrument reset; however, the alarms were reproduced. The field service representative inspected the instrument, and found that the tubing inside of the arm was not sitting in the foam holder. He re-ran the tubing so it went through the slot in the foam. Calibration and qc was performed, and the analyzer operated as required.